Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported dissection and occlusion are listed in the instructions for use (IFU), as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling

Event description:
It was reported that during a distal right coronary artery (rca) stenting procedure, an unknown xience prime stent was implanted in the 80% stenosed lesion. All devices were removed without issue. Post procedure, electrocardiogram showed an st segment elevation and a 100% occlusion distal to the stent was noted. The patient was re-wired and a distal edge dissection was noted and treated with another unknown xience prime stent. A second distal edge dissection was noted and a 2.75x15mm xience prime was taken to the dissection site. Upon inflation to 6 atmospheres, the balloon would no longer inflate and was noted to be ruptured as evidenced by blood backing into the inflation device. The undeployed stent had partially dislodged and was at the end of the stent delivery system (sds). The system was slowly withdrawn back into the guide catheter and was removed out of the patient without reported issue. Another 2.75x15mm xience prime stent treated the second dissection without reported issues. There was no reported additional sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products guide wire: 1 balance; sheath: 7 french sheath. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience prime and the second unk xience prime referenced are being filed under separate manufacturing report numbers.